Event description:
An aneurx stent graft system was implanted into a pt for the endovascular treatment of an abdominal aortic aneurysm. It was reported that 20 days post stent graft implant the pt presented with a cold leg. The physician elected to place a stent in the left iliac artery due to thrombosis and left aortoiliac and performed a femoral popliteal embolectomy. It was reported that the pt had hit (heparin induced thrombocytopenia). It was reported on the death certificate that two months post stent implantation the pt suffered from peptic ulcer disease and an acute myocardium infraction resulting in the pt expiration.

Manufacturer narrative:
Results of eval: patient's condition affected effectiveness of device (heart failure, peripheral artery disease). Inherent risk of procedure (death). Conclusion: device failure lack of effectiveness related to pt condition (heart failure, peripheral artery disease).